Event description:
It was reported that an implantable cardioverter defibrillator exhibited noise, resulting in oversensing and pacing inhibition. No further information has been provided at this time.

Event description:
New information notes an additional instance of oversensing during in clinic follow up. The device was successfully reprogrammed. There were no patient consequences.